Event description:
It was reported that the device displayed settings un restorable code 27-11-887. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21. Additional information: annex b: b22, annex c: c20.

Manufacturer narrative:
Correction: annex b: b22. Annex c: c20. Annex d: d16. Unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex a: a07, annex b: b01. Annex c: c0201. Annex d: d02. Annex g: g02005. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error code 27-11-887 was not confirmed visually, unit fails to turn on. On31-dec-24, pcu was received unboxed and with paperwork. Pcu fails to complete boot sequence. Pcu logic board cf card corrupted. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace failed pcu logic board. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed settings un restorable code 27-11-887. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed settings un restorable code 27-11-887. There was no patient involvement.